Manufacturer narrative:
Manufacturer's ref# (B)(4).technical investigation concluded: a DHR review have been completed. No deviation or changes were found during manufacturing of the device. Actual device investigation confirmed trend analysis conclusions. The usb-c connector has broken down mechanical. It is a known problem with usb connectors, that in rare cases wear or dirt/moist can create a low ohmic path from vbus to gnd, that potential can cause a heating inside of the connector. There were no signs of explosion on the device as alleged in the complaint. Clinical evaluation: it has been reported that the charger exploded at charger connection, and that the charger port melted, when the device was plugged into a camper outlet while camping. Investigation of the device did not show signs of any kind of explosion. Original accessories were used. There was no harm to the user, and no reported property damage. The chargers have been tested according to applicable safety standards. These risks are reduced as far as possible and the probability of occurrence of these events is considered very low. In case of moisture, sweat or dirt in the connector, there can be high temperatures inside the connector due to power dissipation when connected to the charger plug. There can be melting of the plastic around the connector and is visible to the naked eye. It is highly unlikely that the user would touch in case there appears to be melting or high temperatures. In the unlikely event of the user touching this overheated device, it can lead to superficial or minor injury that would in most cases require no medical intervention. There are no new clinical aspects (e.g., unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusion herein are sufficient. Risk register conclusion reference: refer to capa0616. All resulting actions are contained within the CAPA which includes assessment of risks and associated updates. Manufacturer's investigation is final. This is a combined (initial and final) report. No further follow up is expected.

Event description:
Estimated date of incident (B)(6) 2023: it was reported that the charger exploded and melted at charger connection while plugged into a camper outlet. Original accessories were used. No harm to the user or property has been reported. No further follow up is expected.